Manufacturer narrative:
Without data, the root cause of the discrepant results could not be determined. However, it is possible that the sample is at the limit of detection (lod) of the assay for the influenza b target either from a low titer or a potential cross-contamination.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b test on the cobas liat system. The alleged sample initially generated positive results for influenza b and influenza a (negative for sars-cov-2). The same patient sample was retested using the cobas influenza a/b & rsv assay generating a positive result for influenza a (negative for influenza b and rsv). The same assays were repeated using the same sample and the same results were obtained for each assay. The results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.